Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (nonfunctional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The pulse wire in the cable connecting the distribution node to the rear therapy electrode was broken from the solder joint inside the rear-2 wire therapy electrode. The cause of the test failure was the open connection in the therapy electrode. The root cause for the open connection was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.